Event description:
It was reported that the patient was experiencing extreme pain at the implantable pulse generator (ipg) pocket site. The patient underwent an explant procedure. All explanted device components were not released by the facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred two weeks ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7096966/7097009.